Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's atty: on (B)(6) 2011, the pt underwent surgical placement of a non-bard/davol sling and a non-bard/davol stent. On (B)(6) 2013, the pt underwent abdominoplasty with exploratory laparotomy, transabdominal sacrocolpopexy with "prolene" mesh and retropubic dissection with excision of non-bard/davol sling material. The atty alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.